Event description:
It was reported that the system displayed a cine disk not available error. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue pt delay, damaged vasculature, or termination/rescheduling of an interventional procedure. There is no report of injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine bridge circuit board. The system operates as intended.